Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-12890. It was reported the patient's ipg will not take a charge. The patient also reported the stimulation coverage was never ideal. The patient plans surgical intervention to address the issue.